Event description:
It was reported that a patient alert triggered on the device for an electrical reset occurrence. The reset was cleared and the device was reprogrammed. The device also had reached elective replacement indicator and was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned and analyzed. There was a ram chip memory error. Performance data was collected from the device and analyzed. Time of eri (elective replacement indicator) in save to disk on (B)(4) 2012 device eri <=2.62 volt. Weekly battery voltage trend data shows bat=2.64 to 2.62 volts between (B)(4) 2012. One por (power on reset) for write to locked ram, addr=0d59, data=8 on (B)(4) 2012. One patient alert for por on (B)(4) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Performance data was collected from the device and analyzed. Time of eri (elective replacement indicator) in save to disk on (B)(6) 2012 device eri <=2.62 volt. Weekly battery voltage trend data shows bat=2.64 to 2.62 volts between (B)(6) 2012 and (B)(6) 2012. One por (power on reset) for write to locked ram, addr=0d59, data=8 on (B)(6) 2012. One patient alert for por on (B)(6) 2011.